Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va005t1, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect following the receipt of a new programmer. The manufacturer representative reportedly programmed the old programs in the new programmer. The patient had since not been able to urinate or move her bowels. It was stated that the patient found her old programmer and would like to switch back to her old programmer. The patient felt therapy helped quite a bit before she lost her programmer. The patient had 4 falls in the recent past; one this weekend, a couple last week, and some falls the week before that. The patient had not had an x-ray in the last month, but had a pet scan. It was stated that the healthcare provider¿s (hcp) had not said anything about changes with the device. It was reported that the patient had tried all 4 programs and if she increased stimulation, she felt pain in her right buttock.